Event description:
It was reported that during an unk case the clips were malformed. They used a second device to complete the case.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).